Event description:
The customer was admitted in the hosp for low bgs. The customer was admitted because customer did not change the set, only the reservoir and did not disconnect the tubing from the body. The customer rewound the pump and primed, the entire reservoir of insulin went into the body. Later the customer's dmc called to inform that the troubleshooting on the pump had verified that the pump is not manually primed properly. A replacement pump was requested.